Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken attune shim and impactor. Broken and worn srom osteotome.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device and review of the provided photo confirmed the reported cracking. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary investigation of the returned device confirms the complaint; the shim has cracked. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.